Event description:
Caller reported damage to pump housing and usb, specifically to the usb port and pins. There was no adverse impact to the customer's blood glucose level. Technical support instructed the caller to ensure proper insertion of the usb when charging to prevent further damage and advised monitoring the situation, with a recommendation to call back if the issue worsens.